Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultrasoft lancing device was damaged. The patient indicated that the alleged lancing device issue started on approx on one day earlier. Around the same time, the patient claimed that his meter's display had also cracked. The patient actually called lifescan on three days prior to original date, to report the cracked display issue of a one touch 2 meter. The meter was replaced that same day by lfs. During the time of concern, the patient developed symptoms of achy knees and felt like his blood glucose was high. The patient mentioned that he could not test his blood glucose because his meter and lancing device were both damaged. On nine days prior to original date, the patient went to a va for assistance. According to the customer care advocate's documentation,the patient was advised to take the following insulins because his readings were "hi": novolin-n, nph, and human 100u. It is not clear if the patient's blood glucose was tested at the va of if the patient had obtained an actual result of "hi" on a meter. The lancing device was replaced. This complaint is being reported due to the following conclusion: the patient claimed he was unable to test his blood glucose for about 5 days, sought medical attention, and was advised to take insulin because his blood glucose was "hi"

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if the lancing device do not pass inspection, lifescan will inform FDA of the results in a supplemental report.